Manufacturer narrative:
The cadd legacy pump was returned and through visual inspection it was found to be in good physical condition. The pump's event history logs indicated that "no disposable and high pressure" alarm messages were presented after the pump started however the reported issue could not be duplicated during investigation. There was also fluid ingressions on the chssis base by the occlusion sensors. There was no case damage. The downstream occlusion sensor was replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with "double beep with cassette". There were no reported adverse events.

Event description:
This event occurred during bench testing. No patient was involved.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection found fluid ingression on the chassis base by the occlusion sensors. The reported problem was related to the defective downstream occlusion sensor. The root cause of the problem was due to user interface. To resolve the problem, the downstream occlusion sensor was replaced. Additional information b5 describe event or problem and d5 operator of device. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4), corrected data: h6 patient codes, result codes and conclusion codes.